Manufacturer narrative:
The evaluation method code has been updated.

Event description:
It was reported that a patient received questionable results when testing with two different coaguchek xs meters (serial numbers unknown). At 12:50, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.32 inr. At 13:12, a sample from the patient was tested using the first coaguchek meter, resulting in a value of 5.7 inr. At 13:15, a sample from the patient was tested using the second coaguchek meter, resulting in a value of 5.2 inr. The patient's therapeutic range is 2 - 3 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Reporter occupation - the occupation is patient/consumer.